Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system continu-flo solution set separated at the y-site. The blue roller clamp was open and slid off of the tubing and fell to the floor. This issue occurred when disconnecting the set from the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.